Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a bent obturator. Engineering observed that the obturator was fractured at the location of the bend. The wall thickness of the obturator shaft was measured and met specifications. Based on the condition of the returned unit and the description of the event, it is likely that the obturator fractured due to a high insertion force that was applied to the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch #1402310000-2020-8020.

Event description:
The event unit contained components from two different models: component 1 of 2 (2027111 - 2020 - 00546). Component 2 of 2 (2027111 - 2020 - 00565). Procedure performed: laparoscopic peritoneal dialysis. Event description: received via mail, medwatch uf/importer report #1402310000-2020-8020. "While inserting the trocar, it bent." Event occurred in july 2020. Additional information received via phone on 27aug2020 from user facility: the event date is (B)(6) 2020 additional information received via email on 28aug2020 from user facility: the location of the bend was on the mid shaft of trocar. The obturator was inside the cannula at the time of the incident. It is unknown if there was difficulty with the insertion. The whole product was replaced. It is unknown how the case was completed after the event occurred. The unit is available for return. Additional information received via phone on 17sep2020 from applied medical account manager I: the facility is returning a obturator from a ctf03 of lot 1384278 and a cannula from a cts02 of lot 1383546. They were both used in the same case. The rep was not able to confirm if the products were used together in the case. Additional information received via email on 17sep2020 from applied medical account manager I: the obturator was cracked in half. Intervention: the whole product was replaced. Patient status: no adverse event reported. Reported only as product problem.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: laparoscopic peritoneal dialysis. Event description: received via mail, medwatch uf/importer report # (B)(4). "While inserting the trocar, it bent." Event occurred in (B)(6) 2020. Additional information received via phone on 27aug2020 from user facility: the event date is (B)(6) 2020. Additional information received via email on 28aug2020 from user facility: the location of the bend was on the mid shaft of trocar. The obturator was inside the cannula at the time of the incident. It is unknown if there was difficulty with the insertion. The whole product was replaced. It is unknown how the case was completed after the event occurred. The unit is available for return. Patient status: not indicated as an adverse event.